Event description:
Patient reported receiving elevated blood glucose readings (306 - 411 mg/dl), while using the suspect device. Patient sought treatment, for elevated blood glucose, at the hospital. Upon arrival at the hospital, patient's blood glucose measured 99 mg/dl, and shortly thereafter, 103 mg/dl (using hospital blood glucose monitor). Patient was diagnosed with a bladder infection, and treated with oral antibiotics. No treatment was received for blood glucose. A patient had not run controls on the suspect device. A request was made for the return of the suspect product and replacement product was sent.